Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the customer reported the fenestrated bipolar forceps instrument had damaged conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.